Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous coronary intervention. Reportedly, the sheath was upsized to 14f and the pci procedure was completed. During knot tightening, the non-rail suture limb broke for both sutures. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.